Event description:
A malfunction code malf 16 was reported for the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, but the issue persisted, prompting a decision to replace the pump. The customer reverted to multiple daily injections (mdi) as a backup therapy.